Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a thr, a sl-plus mia curved rasp snapped near the tip when placed under flexion. There was no delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement, a sl-plus mia curved rasp snapped near the tip when placed under flexion. There was no delay and the procedure was finished using a smith & nephew back up. Patient was not harmed. The complaint device was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the rasp is fractured in the middle of the broaching surface. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 1 additional similar complaint for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.